Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the retainer ring broke off and the reservoir was loose. The customer's blood glucose reading was unknown. The customer was advised that their device would be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.